Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set leaked. The following information was provided by the initial reporter: would like to submit a IV set for analyzation by your team that has a leak at one of the hubs.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set leaked. The following information was provided by the initial reporter: would like to submit a IV set for analyzation by your team that has a leak at one of the hubs.

Manufacturer narrative:
Investigation summary: the customer reported a leak from the hub, and returned one used set of material 2426-0500. The sample had a small hole in the silicon near the upper fitment and the complaint is verified. Root cause is unknown for the failure. Further investigation conducted in nogales plant in the equipment that performs the subassembly and in the manual process, but the issue could not be replicated. No other failure modes observed. A device history record review could not be performed on material 2426-0500 because the lot number is unknown.